Event description:
As reported: "pt. Presented with a ruptured patellar tendon of the left knee. Pt. Received a revision of the same knee on (B)(6) 2022, from a primary triathlon tka to a ts revision construct . Patient also had a subsequent poly exchange (B)(6) 2022. Due to the ruptured tendon, dr. Opted to explant the pt's ts construct, implant an mrh construct, and perform a tendon repair.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: device name#tri ts baseplate size 7 ; cat#5521-b-700; lot#g339oa, device name#tri ts femur sz7 left ; cat#5512-f-701; lot#hyo4x, device name#triathlon cemented stem-15mm x 100mm ; cat#5560-s-215 ; lot#0101902m, device name#triathlon cemented stem-15mm x 100mm ; cat#5560-s-215 ; lot#0116720a, device name#tri rm/ll tib aug sz7 5mm ; cat#5545-a-702 ; lot#erekl4a, device name#triathlon femoral distal augment 5mm - size 7 left ; cat#5540-a-701 ; lot#hz34u, device name#triathlon femoral distal augment 5mm - size 7 left ; cat#5540-a-701 ; lot#hz34u, device name#tri lm/rl tib aug sz7 5mm ; cat#5545-a-701 ; lot#erehr6d. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned to the manufacturer.